Manufacturer narrative:
(B)(4). Batch # h92929. Investigation summary: the device was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. It was evaluated with a test instrument and a ¿no uses remaining- replace handpiece¿ alert screen was displayed by the generator when it was connected to perform the functional testing. Further analysis confirmed that the handpiece has already been used 95 times. The instrument was disassembled to inspect the internal components and there was moisture present. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the silver coating of the device was coming off. This was noticed after sterilization. No procedure involved.